Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage of ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included preterm labor. In 2007, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure. The reporter commented: this case (B)(4) (pregnancy case) is linked with (B)(4) (another pregnancy case-preterm)and baby case (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: mail confirmation, update the event term pregnancy to ectopic pregnancy and miscarriage of ectopic pregnancy. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and abortion of ectopic pregnancy ("miscarriage of ectopic pregnancy") in an adult female patient who had essure (ess205) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included preterm labor, bipolar disorder and uterine enlargement. In (B)(6) 2017, the patient had essure (ess205) inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). At the time of the report, the ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abortion of ectopic pregnancy and ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: this case (B)(4) (pregnancy case) is linked with (B)(4) (another pregnancy case-preterm)and baby case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Pathology test - on (B)(6) 2016: uterus with cervix, bilateral fallopian tubes. Uterine tubes with no specific pathologic findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.